Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was having brief intermittent low flow (2.4l) alarms while at the rehab center. With the pump speed set at 8600 rpm, the lv diameter was noted to be 1 cm larger than at the last echocardiogram. The speed was increased to 9000 rpm's. The low flow alarm occurred at least once post speed increase and the low flow was last noted at less than 19 seconds and resolved on its own. The patient was asymptomatic throughout and their map was 70's. The patient was admitted for further evaluation in the beginning of november, 2013. Additional information received from clinical noted that after a chest x-ray and ramp study, the speed was increased. It was also noted that the low flow event took place when the patient was bending and was very brief. It is believed that the outflow is kinked causing the low flow events and nominal aortic insufficiency at 9400 rpm was noted.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.